Manufacturer narrative:
(B)(4). Batch # unk. (B)(4). A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: patient¿s history/co-morbidities/age? (B)(6) years /hypertension. What were the indications for surgery? Diverticulitis (sent for testing, query cancer but came negative). What surgical procedure was performed? Anterior resection. What is the lot number? U93z2n. What is the batch number? N/k. Can a detailed timeline of events leading up to the patient¿s death be provided? Procedure (B)(6) 2021, leak identified post-op in ICU (B)(6) 2021 (night of procedure) - patient taken in and given permanent colostomy then readmitted to ICU, (B)(6) 2021 patient was brought back in for washout as he was septic, (B)(6) 2021 patient passed away reported due to sepsis. Can an autopsy report be provided? Unable to obtain. Was there a reoperation? If so, what was were the indications for the reoperation and what was done? What was the date of the patient death? (B)(6) 2021 as above. Has a cause of death been determined? Sepsis. Does the surgeon believe the ethicon device caused or contributed to the patient death or were there other contributing patient factors? Surgeon unable to comment. Did the patient receive any preoperative chemotherapy or radiation? No. Why does the surgeon believe that the recall could be a factor? This was just a query, as he recalled that there was issue with device. Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Used before but not regularly. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Low b. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? N/k. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes, asked about anvil noise and fellow noted there was noise. Were the donuts inspected? If so, please describe. Yes. Was there a proximal donut? N/k. Was there a distal donut? N/k. Was a complete transection of the white breakaway washer visually confirmed? Did not confirm. Please explain what is meant by ¿not formed correctly¿ (referring to the staples)? Couldn't recall. What was the shape of the not formed correctly staples? Couldn't remember. What was done to address the not formed correctly staples? Nil, as he couldn't see staples cause of faeces so leak test performed. Was there any crossing of staple lines during the firing? N/k. Was a leak test performed? If so, what type and what was the result? Yes, was performed with water & air, no leak detected. (Leak test may be false positive, faeces may be present ¿ surgeon comment). Was the staple line visualized endoscopically during the initial surgical procedure? No. How many days postoperative did the leak occur? Same day in ICU post-op. How was the leak identified? In the ICU the same evening via drain. What was observed at the site of the leak upon reoperation? Anterior leak. How was the leak addressed? Permanent colostomy. As it was reported that the staples were ¿not formed¿, was the anastomosis reinforced with suture or any other methods? No, couldn't see staples cause of faeces so leak test performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803.

Event description:
It was reported that there was a leak from the ils stapler. Advised he was at firing end and noticed that there was no 'resistance' when winding the device down to encompass the tissue. Post firing noticed staples 'not formed' properly but donuts present. Patient had died.